Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic for follow-up and premature battery depletion was suspected. Abbott technical support reviewed the session records and confirmed normal elective replacement indicator (eri). During the previous interrogation the longevity was overestimated by the programmer. Programmer device information was requested but not received. The device was explanted and replaced. The patient was stable with no adverse consequences.